Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The initial reporter complained of discrepant inr results using 2 different strip lots (286323 and 297792) with coaguchek xs meter with serial number (B)(4). The result from strip lot 297792 was also discrepant compared to an unknown laboratory method. This medwatch will cover strip lot 297792 (strip b). Refer to medwatch with a1 patient identifier (B)(6) for information on strip lot 286323. The customer tested on the meter with strip a and got a result of 6.0 inr. The customer tested on the meter with strip b and got a result of 8.0 inr. The result from the laboratory within 7 hours was 4.65 inr. The customer's therapeutic range is not known. No adverse event occurred.